Event description:
It was reported that the right atrial (ra) lead, from another manufacturer, had an alert for a high out of range pacing impedance. The impedance measured greater than 3000 ohms. The patient was to be brought in for testing on this cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported. If additional information is received, this report will be updated.

Event description:
Additional information was reported, indicating that the lead from another manufacturer, was fractured, and pace impedances remained at greater than 3000 ohms. The field representative was going to discuss further with the doctor. No adverse patient effects were reported. This product remains in service.